Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during initial drain of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the alarm. During troubleshooting, the nurse stated that they did not check the patient line to verify if it was primed completely. The technical service representative reviewed proper procedures with the nurse. The nurse stated that they would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the nurse did not check to verify that the patient line was completely primed. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.